Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The rotapro device used in the procedure was returned, with the returned rotawire within the returned rotapro device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 137cm from the distal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted; due to the kink in the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted; due to the kink in the rotawire.

Event description:
It was reported, that the burr and wire were entangled. A 1.50mm rotapro and a rotawire were selected for use. During insertion, it was noted, that the burr became stuck with the wire within the guiding catheter. The entangled devices were unable to be released. And the burr was removed from the body together with the wire. The procedure was completed with another of the same device. No patient injury reported.